Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported there was a "broken electrical circuit."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0211141734, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported there was no effect with electrode 0 in unipolar mode when testing the tined lead during the procedure. In addition, no reaction could be obtained from the patient when testing in bipolar. When "sticking the indifferent electrode always on to the shoulder" no spikes on the electrocardiogram could be obtained, unlike the other three electrodes. No factors that may have led or contributed to the event were noted. Replacing the lead resolved the issue. It was noted the patient's medical history included neurogenic overactive bladder.

Manufacturer narrative:
Analysis of the tined lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.